Event description:
It was reported that lead integrity alert (lia) was triggered due to short interval counts (sic) and stored non-sustained tachycardia (nst). Patient was surfing when the stored episodes occurred. Nst show small r waves and large t waves with occasional twos. It was noted the patient had not been taking medication and the "noisy electrocardiogram (egm)" on can to high voltage "b" (hvb) portion of the right ventricular (rv) lead is due to musculoskeletal, not true noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).